Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("pelvic pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular since (B)(6) 2015 and ovarian cyst since (B)(6) 2015. Concomitant products included. Ethinylestradiol;norgestimate (sprintec), hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (provera) and paracetamol (acetaminophen) since (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular menses"). The patient was treated with surgery (unilateral salpingectomy - the left tube was removed using the liga sure device and unilateral salpingectomy - the left tube was removed using the liga sure device, hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menstruation irregular, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: post operative diagnosis: omental adhesions and right ovarian cyst. Most recent follow-up information incorporated above includes: on 30-jan-2019: pfs received- outcome of pelvic pain updated to recovering / resolving. Concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("pelvic pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular since (B)(6) 2015 and ovarian cyst since (B)(6) 2015. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced menstruation irregular ("irregular menses"). The patient was treated with surgery (unilateral salpingectomy - the left tube was removed using the liga sure device) and surgery (unilateral salpingectomy - the left tube was removed using the liga sure device). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, menstruation irregular, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: post operative diagnosis: omental adhesions and right ovarian cyst. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs and mr received. Reporter information added. Concomitant condition, concomitant drug were added. Added event migration of essure device, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish. Updated onset date incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst since (B)(6) 2015 and menses irregular since (B)(6) 2015. Concomitant products included ethinylestradiol;norgestimate (sprintec), hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (provera) and paracetamol (acetaminophen) since (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular menses"). The patient was treated with surgery (unilateral salpingectomy - the left tube was removed using the liga sure device and unilateral salpingectomy - the left tube was removed using the liga sure device, hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menstruation irregular, anxiety and depression outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: post operative diagnosis: omental adhesions and right ovarian cyst. Patient had essure implant at the age of 36 years. Patient had pelvic pain, gen abnormal bleeding and psych injury. Patient had device removal at 37 years and injuries (pain and bleeding) was resolved. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added outcome for event abnormal vaginal bleeding to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst since (B)(6) 2015 and menses irregular since (B)(6) 2015. Concomitant products included ethinylestradiol;norgestimate (sprintec), hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (provera) and paracetamol (acetaminophen) since (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular menses"). The patient was treated with surgery (unilateral salpingectomy - the left tube was removed using the liga sure device and unilateral salpingectomy - the left tube was removed using the liga sure device, hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menstruation irregular, vaginal haemorrhage, anxiety and depression outcome was unknown and the pelvic pain and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: post operative diagnosis: omental adhesions and right ovarian cyst. Patient had essure implant at the age of 36 years. Patient had pelvic pain, gen abnormal bleeding and psych injury. Patient had device removal at 37 years and injuries (pain and bleeding) was resolved. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- outcome of pelvic pain and abnormal bleeding( menorrhagia) were updated. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menses"). The patient was treated with surgery (first a left salpingectomy and later on total hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstruation irregular outcome was unknown. The reporter considered menstruation irregular and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.